Event description:
It was reported the patient received an inappropriate shock due to t-wave oversensing. It was also reported the patient was assisting with welding at the time of the shock. Follow up with the physician's office, disclosed the lead was reprogrammed and there was no further report of oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.